Event description:
It was reported that the core impaction drill displayed a bias current message during testing at the user facility when connected to the console with the tps handpiece cord, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and no associated procedure. There were no user injuries or adverse consequences.

Event description:
It was reported that the core impaction drill displayed a bias current message during testing at the user facility when connected to the console with the tps handpiece cord, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and no associated procedure. There were no user injuries or adverse consequences.

Manufacturer narrative:
The failure for bias current error was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. The device was scrapped by the manufacturer.